Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic coma and low blood glucose on (B)(6) 2017 with blood glucose of 11 mg/dl. The customer's blood glucose was 600 mg/d at the time of call. The customer experienced symptoms such as difficulty breathing. The customer was treated with treatment by emergency medical service and hospital was glucose by intravenous. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does allege pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic coma and low blood glucose on (B)(6) 2017 with blood glucose of 11 mg/dl. The customer's current blood glucose was 89 mg/dl. The customer experienced symptoms such as unresponsiveness and coma. The customer was treated with treatment by emergency medical service and hospital was glucose by intravenous. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer no longer alleges pump was over delivering. The insulin pump will not be returned for analysis.